Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord, display adapter pcb, surge suppressor pcb and rtod pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a non-recoverable loss of system functionality. No patient or user injury was reported.